Event description:
A consumer and a healthcare provider reported that the patient was experiencing shocking. They had a sharp pain like shocking when they would stand up and walk around. These issues woke the patient up in the middle of the night. They had tried decreasing the stimulation but that did not resolve the issue so they turned the therapy off but the reported issue was still happening. These issues started on (B)(6) 2016. They had two leads implanted at t9. The patient did not want to go to their doctor's office for interrogation and a possible reprogramming. They were also offered a change in their oral medications. The cause of the shocking and sharp pain was not determined as the patient had not been seen by their doctor. It was unknown if the issues had resolved. The patient was implanted for lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.